Event description:
Family member of home patient (hp) reports dry minicaps. Sponges were noted to be cream in color and were not properly seated in cap. Family member also noted no betadine present in tubing when initiating drain phase of dialysis exchange. No pt injury or medical intervention reported.